Event description:
It was reported by (B)(4), an onkos sales representative, that a 54-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to an alleged peri-operative infection. It was noted that the hospital staff inadvertently perforated the wound site with a cotton swab post-operatively.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged peri-operative joint infection was not related to the design, manufacture, and/or sterilization of the revised implants.